Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia with sensor glucose near 296 mg/dl and confirmatory fingerstick of 312 mg/dl after an evening supply change, with glucose trending high overnight and later returning to range after guidance to calibrate the continuous glucose monitor within the ilet system and allow time for correction; the medical device problem and device component could not be characterized due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and there was insufficient information regarding a device-related problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.